Event description:
A customer reported a suspected positive bi from a completed sterrad 100s sterilizer cycle. The load was not recalled. There are no reports of injury or harm from the event. This event is being reported as a malfunction because the facility failed to recall and reprocess the load. The load was pouched during processing in the sterrad 100s sterilizer. The cyclesure 24 bi was placed near the coronary scissors at the lower back of the chamber. The load contents included 9 handles, 1 shoulder mosaic, 1 coronary scissors, 1 hertz echo, 1 bin and 3 magill forceps. They reported that there was less media found when the cyclesure 24 bi was taken from the completed cycle. The bi integrity was checked prior to use per the IFU. The results of the previous and subsequent cyclesure 24 bi were negative. The cyclesure 24 bi was incubated for 24 hours in temperatures between 55 and 60 degrees celsius. There was no defect detected in either the ci (chemical indicator) since it changed correctly or the sterrad 100s sterilizer (the load completed). At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 06/2011 to 05/2012. The dpmo values for the past four months have been above the mean dpmo value, however they all stayed within the ucl. Although there appears to be a slight upwards trend, four points in a row above the mean value does not constitute a significant trend. Trending analysis by lot number was performed. The lot history from 02/16/12 to 06/07/12, found there was one other reported incident. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and the issue. The medical review for this particular event indicates that the risk to the patient is low. The suspect bi and its concomitant positive control were returned. Visual analysis follows: suspected positive bi: no anomalies were observed that would contribute to positive bi. The ci disc is golden in color, indicative of peroxide exposure. There are a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. There is no media remaining and internal components are stained purple-blue; without media and/or yellowish staining. The customer complaint cannot be confirmed in the suspect bi. However, no manufacturing defects were observed that would contribute to a positive bi result. Positive control: the ci disc is red. The media color is yellow, which is expected for a positive growth control. A single spore disc is present. No anomalies were observed. Thirty-two (32) retains bis were submitted for functional evaluation. The retains product met functional specification with 0+/32 bis after processing and incubation. The suspected positive bi has been attributed to physical damage of unknown origin. The customer reported that reduced media was observed immediately after sterrad® processing, which is consistent with the presence of a damaged media ampoule. If the ampoule is damaged, its media fluid is able to react with the hydrogen peroxide sterilant, ultimately causing a false positive result. Ampoule damage (such as microfractures) can occur as a result of the user, shipping/handling, or manufacturing. The product IFU indicates that if a broken ampoule is observed after the sterrad® cycle the bi should be discarded (i.e. Not incubated).

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
(B)(4). Suspected positive bi.